Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked and the device had a guidewire entanglement. Microscope inspection showed that the guidewire exit port and the distal section of the tip were in good condition. The catheter was also found to be twisted, and the imaging window was rippled. Impedance testing showed an electrical open at the distal end of the catheter, between 80 and 90 cm from the distal housing. The transducer-level impedance test using the microprobe could not be performed due to the condition of the transducer/distal housing.

Event description:
Reportable based on device analysis completed on 04 dec 2025. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; but the image exhibited non-uniform rotational distortion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the catheter was twisted and that the imaging window exhibited ripples.